Manufacturer narrative:
The reported reader was returned and investigated with retained strips. Visual inspection was performed on the reader and no issues were observed. The meter powered on and off with button depression. An error 7 was observed during strip insertion. The reader was sent for further investigation and de-cased. Upon visual inspection of the de-cased reader, contamination of fibers and dust was observed. No malfunction or product deficiency was identified.

Event description:
Customer's caregiver reported the customer was unable to obtain a glucose result on the adc freestyle libre reader due to the test not starting after the blood sample was applied. No symptoms were reported, but customer self-presented to a hospital to have his glucose checked and a laboratory glucose result of "more than 600 mg/dl" was obtained. Customer was diagnosed with hyperglycemia and treated with an unspecified dose of "rapid insulin". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to obtain a glucose result on the adc freestyle libre reader due to the test not starting after the blood sample was applied. No symptoms were reported, but customer self-presented to a hospital to have his glucose checked and a laboratory glucose result of "more than 600 mg/dl" was obtained. Customer was diagnosed with hyperglycemia and treated with an unspecified dose of "rapid insulin". There was no report of death or permanent injury associated with this event.